Manufacturer narrative:
Medical questionnaire sent to hospital for additional information, but was never received. Followed up three times to obtain the medical questionnaire.

Event description:
Hospital called sales rep to report that a caregiver on 10 west was accidentally stuck after sticking the patient, when the needle did not retract. They did not save the lancet in question, it went into the sharps. The floor manager said they did not know the lot number of the lancet because they empty the lancets from the box they come in, into a purple holder bin and then discard the box.